Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the left cylinder connecting tube was found. The pump and the cylinders were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the left cylinder connecting tube was found. The pump and the cylinders were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had buckling folds in the proximal end of the cylinder. The first cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The cylinder passed the leakage testing. The second cylinder was microscopically inspected and had wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder had tool damage on the outer cylinder tube. The second cylinder passed the leakage testing. The pump was microscopically inspected, and contamination was found within the momentary squeezed (ms) pump, therefore the pump was not functionally tested. The ms pump tubing was cut down to the pump block, and not returned for analysis. The ms pump passed leak test. The investigation was assigned to the conclusion code of cause not established.